Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was returned in a condition that the pump would not power on; performance testing was unable to be completed. The pump screen was found to be visibly cracked. The pump was opened and impact damage was observed on the pcb.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The patient reported a low blood glucose reading of 65 mg/dl. The patient noted the insulin pump was dropped during the week of (B)(6) 2011 and since then he had obtained fluctuating blood glucose readings ranging from 45 mg/dl to 200 mg/dl. Prior to this, the patient's usual blood glucose levels ranged from 60 mg/dl to 150 mg/dl. On (B)(6) 2011, the patient obtained a fasting blood glucose reading of 135 mg/dl. The patient then ate his breakfast and took a bolus insulin dose for the number of carbohydrates in his breakfast. At 10:00 am, the patient obtained a blood glucose reading of 65 mg/dl. On this day, the patient experienced no symptoms of high or low blood glucose levels. The pt reported that 'in the past', he has experienced the symptoms of hunger, shaking and nervousness. Troubleshooting revealed the pump's history recorded that the patient received the correct total units of insulin, the basal history was correct, there were no extra primes in the pump history, the pump date/time were correct and all pump settings were correct. The patient boluses before the meal, and claimed he is calculating his boluses correctly.